Event description:
It was reported that the patient will be sent back to oral surgeon to remove the broken piece of abutment. The abutment at tooth site #3 fractured was removed. The hexagon protruding from the base of the abutment sheared off and is stuck in the implant. Surgical/medical intervention required for permanent damage: yes, laser of gingival tissue. Additional appointment required: yes, could not seat healing cap properly. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. K013227, k953101.

Manufacturer narrative:
One (1) abut hex-lock 4.5mm imp 5 .5 flare (hla4/5) & one (1) unknown zimmer implant were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported implant is located on tooth # 3 (universal) and remains implanted. The abutment was used for approximately 1 year, 6 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2022020864). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown zimmer implant) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2022020864) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture screw / fracture abutment) or product (unknown zimmer implant, hla4/5). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, devices malfunction and the reported events could not be verified as the exact details of event were non-verifiable and product was not returned. The following sections have been updated: g6: checked "follow-up". H3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: g6: checked "follow-up".